Manufacturer narrative:
(B)(4). The sample was discarded.

Event description:
A customer contacted global technical services regarding assistance with a check lines and bags alarm during the prime on the homechoice machine(hc). The home patient (hp) stated that the alarm occurred and her nurse instructed her to disconnect and recap the patient line with a minicap. The tsr explained that the mini cap would not allow the line to prime properly and that the hp would have to start over with new supplies. The hp requested to end therapy for the night. The tsr advised the hp to call the nurse to end therapy. No injury or medical intervention was reported.